Event description:
On (B)(6) 2012, the reporter contacted animas after allegedly receiving a message for exceeding the total daily dose. The patient discovered that the pump did not change the date to (B)(6) 2012 at midnight; it remained as the (B)(6) instead of advancing the date to the (B)(6). The time, month, and year are correct: only the date did not advance. The reporter denies any power loss or battery change today. The battery was changed 4-5 weeks ago, and states the date has been correctly retained after battery changes. There is no adverse event related to this issue. This is being reported as the date issue remains unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed multiple manual changes to the time and date. The time on (B)(4) 2012 was changed from 23:39 to 00:40, this change did not change the date. Then the time was changed from 01:00 to 00:00 and finally the date was changed to (B)(4) 2012 manually. When the pump was set for 23:59 and allowed to run, the date did advance to the next date. The time accuracy test failed with a time and date reset: pump was disassembled and it was noted the internal clock battery was corroded.